Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella placement, bleeding was noted at the insertion site. It was reported that heparin was held to manage the complication. The device was explanted, and the procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.